Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements in clinic. The patient underwent a routine device change out approximately 4 months earlier at which time shock impedance measurements were 55 to 74 ohms. Shock impedance measurements were take in coil to can and coil to coil configuration which yielded measurements of 104 and 107 ohms respectively. A chest x-ray was obtained which did not reveal any anomalies. Technical services discussed delivering a minimum and maximum energy shock to evaluate the high voltage system. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought in for further evaluation. The physician performed defibrillation threshold (dft) testing. The patient was successfully converted with a 21 joule shock with shock impedance measurements between 45 and 50 ohms. The shocking vector was programmed to triad. This lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.